Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan to report the onetouch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 1:36 pm the patient obtained the blood glucose reading of 223 mg/dl on the reported meter, which he claimed was inaccurately high compared to his expected values. Two minutes after this reading, the patient experienced the symptoms of sweating and anxiety. The patient also tested with another meter and obtained a reading of 160 mg/dl. At 2:00 pm, the patient took the action of taking 3.0 units humalog insulin; he did not seek any medical attention. The patient manages his diabetes with humalog insulin, and the oral medications starlix (nateglinide) and glucophage (metformin) 500 mg. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. It is not clear if the reported symptoms were the patient¿s symptoms of high or low blood glucose levels. However, as the patient allegedly suffered symptoms suggesting severe injury after obtaining an elevated blood glucose reading on the reported meter, this complaint is being reported. Additionally, this complaint is deemed reportable since the test results fell outside expected values for meter-to-meter accuracy testing.

Manufacturer narrative:
Follow-up # 2 ¿ (08/22/2014). The patient¿s test strips have been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4). The patient¿s meter has been returned on 7/23/2014 and evaluated by lifescan product analysis on 7/24/2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. In addition, a secondary issue was noted when the meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.